Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is complaining the instrument as a balseal is deformed and came off. No surgical delay, no adverse patient consequences reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that attune spacer block had one spring deformed and fell off the device. Spring was returned for evaluation. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/09/2022. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: n/a. 5) IFU reference: IFU-0902-00-836. Device history review: a certificate of conformance was reviewed for the finished device [254401014/bfa2acs], and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: added: g1 (manufacturing site name). Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the device did not break. A part (balseal) came off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "hcp is complaining the instrument as a balseal is deformed and came off. No surgical delay, no adverse patient consequences reported.". The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that '254401014, attune spacer block had deformed spring and it came off. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune spacer block would contribute to the complained device issue. Based on the investigation findings, unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h6 (removed broken code and update to functional: fell apart unattached).

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary ==> according to the information received, "hcp is complaining the instrument as a balseal is deformed and came off. No surgical delay, no adverse patient consequences reported." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment '(B)(4) photo'. The photo investigation revealed that '254401014, attune spacer block had deformed spring and it came off. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune spacer block would contribute to the complained device issue. Based on the investigation findings, unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the instrument is deformed and came off. No surgical delay, no adverse patient consequences reported.